Manufacturer narrative:
Batch review performed on 09 december 2019. Lot 1811496: (B)(4) items manufactured and released on 09-apr-2019. Expiration date: 20.03.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 189152. Batch review performed on 17-dec-2019. Lot 189152: (B)(4) items manufactured and released on 08-feb-2019. Expiration date: 30/01/2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2019. On (B)(6) 2019, the patient came in due to signs of an infection. The surgeon performed a washout and poly-swap and the surgery was completed successfully. Presently, on (B)(6) 2019, the patient came in complaining of pain and it was observed that the poly had become disengaged, no screw was used. The surgeon revised the poly and the surgery was completed successfully using the screw.